Event description:
Reported blood glucose results of 250,201,150 and 130 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition and not expired. The control solution was opened less than three months. The test strips failed using control solution twice. Based on the information provided, this case is being reported as a malfunction, since the test strips failed using control solution.